Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s reported allegation was confirmed that the power did not turn on. A visual inspection was performed, and no abnormalities were reported. Additional findings were: the power led does not light, and the fan does not rotate. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii led light source, that when the staff turned on the power, the power suddenly went off during a therapeutic otolaryngology procedure. The staff tried to restore it, but the problem was not resolved. The procedure was completed with another similar device. It was also noted that after the problem occurred, there was a slight burning smell. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely a spark occurred inside the electrolytic capacitor in the power supply unit, and as a result the fuse in the power supply unit has blown and the power supply turned off. Electrolytic capacitors were not identified as causing internal sparks. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.